Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the locking mechanism had failed on pyxis refrigerator. A field service engineer (fse) replaced the defective latch. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a failure of the remote manager locking mechanism on the pyxis fridge occurred. The fridge door only partially opened and did not fully unlock, preventing access to its contents and retrieval of medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.